Manufacturer narrative:
Analysis of programming history.

Event description:
Reporter indicated that a programming anomaly occurred. The pt's generator was interrogated at an office visit and was unexpectedly found to be set to 0 ma. The pt was then programming back to normal settings. An increase in seizure activity was reported during the period in which the generator was set to 0 ma. Review of programming history has not found a cause for the change in settings. Further follow up attempts to the site have been unsuccessful to date.